Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and ias (imaging acquisition system) would not boot completely. Bad ias (imaging acquisition system) power tray. Replaced, system functioned as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000861r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that they received a lighting bolt icon for unable to take 2d x-ray was disabled. Rebooted system and checked umbilical cable and still unresolved. Imaging was aborted. Patient was present. There was unknown surgical delay and unknown impact on patient outcome.

Manufacturer narrative:
H3, h6) the component was returned to the manufacturer for analysis. Analysis found confirm reported complaint, "2d disabled." Verified both fuses in the power tray tested good. Failed bench test. No voltage output from the power tray to the charger enclosure. Faulty power tray assembly. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000861r, serial/lot #:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: updated a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Add info received: this issue occurred intra operatively and caused less than 1 hour surgical delay.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received "unable to take 2d in the first scan itself so they just converted to using the competitors imaging system. There was no patient impact".